Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that a cartridge alarm 1 occurred during bolus delivery. A cartridge change was performed resolving the issue. Customer¿s blood glucose value was 100 - 101 mg/dl.